Event description:
It was reported the device misdiagnosed a true vt as an svt. The arrhythmia resolved on its own and the patient did not experience any symptoms from this event. The device will not be reprogrammed and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.